Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "endophthalmitis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as endophthalmitis one month post implantation in right eye. Treatment provided as intravitreal injections of vancomycin and ceftazidime. 3 weeks later, second treatment provided as intravitreal injections of vancomycin and ceftazidime, and paracentesis. 3 weeks after second treatment, third treatment provided as intravitreal injections of vancomycin and ceftazidime; started eye drops: dorzolamide/timolol, vigamox, prednisolone, latanoprost, brimonidine, and atropine. 1 week after third treatment, device was removed and sent for biological testing by hcp.